Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No treatment and no impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. Review of the download data found that the pod generated timeouts and a drive stall. The pod was reset and reran successfully programming a 5u bolus, no data abnormalities were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. Because it could not be determined when the needle mechanism deployed, it could not be conclusively determined if the observed high pulse width w/ drive stall is the root cause of the reported needle mechanism failure.